Event description:
The pump was returned for investigation. Investigation revealed the audio bolus was detached from the pump, and there was contamination under the under the contacts of all the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Submitted: 01/25/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4)2012 with the following findings: on examination, the audio bolus button was detached from the pump. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.